Event description:
The device was returned for pneumatic valve leak failure (valve 3). A double red pump problem alarm was present after powering on pump. Pneumatics system was making abnormal sounds. Reverted to manufacturing mode to run pneumatic recharge and hardware tests. Test failed consistent with a pneumatic valve leak failure (valve 3). Further investigation found rear cover o ring needs replaced. No other problems found.

Event description:
The following has been reported: biomed reported: ""pump problem" no patient incident reported." A preliminary review identified the following issue: pneumatic valve leak failure. (Valve 3) an active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.